Event description:
Information received from the (B)(6) clinical database. Treatment of a left unruptured ica (internal carotid artery) sidewall aneurysm measuring 10.8mm x 8.1mm. It was reported that the patient under pipeline embolization treatment on (B)(6) 2011 involving three overlapping pipelines and experienced temporary vision loss on (B)(6) 2011. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77450-16 / lot: not reported / dom: n/a / exp: n/a; model: fa-77500-14 / lot: not reported / dom: n/a / exp: n/a. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).